Event description:
It was reported that initial operation was performed with nail system. After 4 weeks, surgeon confirmed x-rays and he found the lag screw was sliding to outer side.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical product: catalog#: 47249909510; lot#: 3069486; z nail cmf 10.5 x 95 lag scr. Catalog#: 47248403050; lot#: 64197459; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head . Catalog#: 47250000200; lot#: 3059715; z nail cmf nail cap 0mm. Catalog#: 47248403050; lot#: 65070083; 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. X-rays received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted with a cmf nail system on (B)(6) 2021. Four weeks post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far, harm: s2 - instability, minor. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated and unsharp postoperative ap x-ray views have been received, whereby one of the images is labeled tls3 and the other labeled tls4. The latter x-ray shows what appears to be a migration of the telescopic lag screw in relation to the former x-ray. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. For ref. 47-2499-095-10 / lot 3069486: 2 pcs. Were scrapped due to dimension out of specification on the cmm-protocol (ncr# (B)(4)). 1 pc. Was scrapped due to dimension out of specification on the cmm-protocol (ncr# (B)(4)). Surgical technique sap: review surgical technique sap (B)(4) rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding set screw locking: after the tls is placed, the pre-assembled set screw in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. 5. Conclusion: it was reported that the patient was implanted with a cmf nail system on jul 16, 2021. Four weeks post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far. Review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the received x-rays a migration of the telescopic lag screw can be confirmed. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation is undergoing to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event 0009613350-2021-00542-1.